Event description:
It was reported to resmed that an astral device alarm was triggered resulting in an unexpected restart of the device. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint, however, review of the device data logs revealed an error message (sf74) related to the software. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection of the expiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device alarm was triggered resulting in an unexpected restart of the device. There was no patient harm or serious injury reported as a result of this incident.